Event description:
It was reported that a malfunction occurred with code malf 12. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code appeared again.